Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the integrated electrosurgical unit (iesu) or erbe displayed memory low error message. In addition, the customer also mentioned that the grounding pad was not functioning well. The tse advised the customer to power cycle the erbe to resolve the error. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse had previously replaced the integrated electrosurgical unit (iesu) or erbe. This time, fse set it to ¿either way¿ because the customer was complaining about the grounding pad not functioning well. Fse noticed that changing the erbe setting from ¿dual pad¿ to ¿either way¿ seemed to work better. The erbe started up without errors. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. However, fse¿s mechanical adjustments likely resolved the problem.